Event description:
Procedure: 2nd knee revision - vvc revision insert change, due to severe reduction in range of movement. The knee was debrided and fibrous scar tissue excised, the patella was resurfaced and the poly insert was revised to a thicker one. The insert that was removed shows wear and the surgeon has specifically requested that it be examined and he be informed of the result.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device found cracking, discoloration, and delamination. The root cause is attributed due to oxidation and unexpected stresses. The source of these stresses is unknown, but could include soft tissue laxity or component misalignment. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not draw any further conclusions based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.